Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. At this time, the device evaluation has not been completed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to faulty cable causing communication failure. A definitive root cause of the faulty cable could not be determined. It was also noted that the rear cover label was faded off. Olympus will continue to monitor field performance for this device.